Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, d9, e1 (email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the failure. Evaluated the logs and found no major fault codes. The fse replaced the compressor with the filters and replaced the front end pcb for precautionary purposes. Functional test was performed without any failures or issues. The fat department conducted a visual inspection of the parts received and found that the parts were in good condition. The fat department installed the part compressor scroll and pcb front end board in the cardiosave test fixture. The parts were tested jointly and separately to factory specifications per procedure. The failure analysis and testing department conducted a 2 hour functional test. During testing, the compressor exhibited abnormal rattling and overheating followed by a loss of pumping capability. Subsequently, the unit shut down and started displaying power up failure code number 3. The fat department was able to verify the defective scroll compressor. The front end board was then tested separately and successfully passed all required testing. Retaining the scroll compressor and front end board in the fat department per procedure. Root cause 1 cardiosaves ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Contributing cause 1 muffler or filter clogging before scheduled replacement causing the scroll compressor to increase rpm and generate more heat. Contributing cause 2 cardiosave chassis fans lack the ability to dissipate heat generated by the medical device and scroll compressor. Contributing cause 3 the cardiosave drive regulator drifting or leaking causing the scroll compressor to increase rpm and increasing the heat generated. Contributing cause 4 temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Event description:
It was reported during use that the cardiosave intra-aortic ballon pump had overheating issue. No harm or injury to the patient was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had overheating issue. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.